Event description:
Reporter alleged obtaining a discrepant blood glucose result of 379 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she doesn't have the strips anymore and so no product will returned for evaluation.